Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that distal end of the irrigation tubing was leaking. During a 3d mapping procedure to treat atrial fibrillation and atrial flutter, a metriq irrigation tubing set was used. When ablation was initiated, it was observed that distal end of the irrigation tubing was leaking. The catheter was replaced, and the procedure was completed successfully. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.